Manufacturer narrative:
Mainframe: analysis found it could not verify customers issue regarding not working properly. No fault found with the unit. The item was tested and passed all manufacturing specifications. Patient interface: analysis found it could not verify customers issue. Replaced wave washer due to loose cable cup and replaced missing spare fuse and o-ring the was tested and passed all manufacturing specifications. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a nerve monitoring device mainframe, patient interface were not working properly mentioned by the surgeon but according to biomed and rep they work fine. There was no patient impact.